Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model rha450-1, serial number/date code (B)(4) is approximately 6 years, 6 moths old. The owner's manual part number 1078987 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Event description:
A report was received where the unit is leaking grease or fluid. No injury. The reporter has been contacted for further information however to date, no further information has been received.